Event description:
It was reported that 2 smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: end users in emergency department notified that a number of smartsite lumen were difficult to prime. The user felt resistance to flush. They are from the same batch as the incident reported in march.

Manufacturer narrative:
H6: investigation summary a 20039e7d sample was not available for investigation of this feedback; however the customer indicated that resistance was met when attempting to flush a number of samples. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20115329 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: end users in emergency department notified that a number of smartsite lumen were difficult to prime. The user felt resistance to flush. They are from the same batch as the incident reported in march.